Manufacturer narrative:
G1: corrected manufacturing site and address.

Manufacturer narrative:
(B)(4). This event also includes device 16202516/ 00733132618538.

Event description:
On (B)(6) 2017, the patient was treated for an abdominal aortic aneurysm. The physician implanted a gore® excluder® aaa endoprosthesis featuring c3® delivery system and two gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On an unknown date, during a subsequent followup visit, the physician noted a possible enlargement of the aneurysm sac, and a possible type ib endoleak. The physician implanted a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure.